Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after left ventricular (lv) lead implant, the patient experienced sacral nerve stimulation and pacing was uncomfortable. The lead dislodged and repositioning was attempted. The lead could not be placed in the proper position due to patient anatomy and was removed. No lv lead was implanted. No patient complications have been reported as a result of this event.